Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered up in the incorrect mode. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during initial testing. However, after the device was disassembled to isolate root cause, the reported problem could no longer be duplicated. Although it cannot be firmly established, we believe that the problem was attributed to a system interconnect problem that was resolved by the disassembly and re-assembly of the device.